Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc-46 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient developed a large hematoma in the 8 days following implant. The patient's pocket was evacuated and cleaned. The device remains in use. No patient complications have been reported as a result of this event.